Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a sprinter legend (rx) balloon to treat a lm and lcx lesion with no calcification and no vessel tortuosity. It was reported that the device failed to inflate at the lesion and upon removal from the patient the physician attempted to inflate the device and a leak was detected. The physician continued the procedure using another sprinter legend of the same size. No patient injury reported.

Manufacturer narrative:
Device evaluation: the device failed negative prep and a leak was noted on the balloon working length. There were scratches evident on the balloon material leading into the leak site. The distal tip was flared.